Event description:
It was reported that the procedure was to treat a lesion in circumflex (cx) artery. The 2.5x12mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however the sds was noted to be expired. The was no issue with the implantation of the stent. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier: use after expiration. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The xience skypoint everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The investigation determined the reported complaint appears to be related to user error as the device was used past the expiration date. The expiration date of the product is important for sterility, efficacy, and performance of the device. Per the xience use failure mode effect analysis potentially adverse events of using the device post expiration date include fever and stenosis/restenosis. However, in this case there was no reported device failures or patient adverse events. There is no indication of a product quality issue with respect to manufacture, design or labeling.